Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on homechoice (hc) during dwell. The home patient (hp) stated that the supply bag disconnected. The hp will complete therapy with manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
The se 2240 alarm was confirmed. The cause was use error patient disconnected the bag. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.